Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found that the alarm is missing the battery door and there is corrosion on the battery springs. The alarm does power on and passes all functional tests. (B)(4).

Event description:
The distributor did not provide any specific information as to the reason for the return of the product. There was no patient incident or injury reported.